Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that was a sudden rise in pacing impedance measurements which were out of range. An x-ray did not show anything abnormal but an issue with this implantable cardioverter defibrillator (ICD) header as well as the setscrews was suspected initially but later noted there was no issue with the header or setscrews. During the revision the pace/sense impedance measurements appeared within range. Provocation maneuvers were not able to reproduce the out of range impedance measurements thus no change to the system was done and the patient will be monitored. The patient was not pacemaker dependent a memory dump will be provided. No adverse patient effects were reported. A technical review of the data confirmed a sudden rise in pacing impedance measurements in (B)(6) 2015 which were out of range, and then values which continued to be out of range. Some oversensing was also noted, although it was not possible to determine what cause these signals. Boston scientific technical services (ts) discussed possible reasons for the observed clinical observations. No changes were made to the system at this time. Additional information noted that the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.